Event description:
Complainant alleged that during the incoming inspection of the device, a "defib fault 108" message was observed. The complainant indicated that there was no pt involvement in the reported malfunction.